Manufacturer narrative:
Insulin pump was received with operating currents within spec and passed self-test. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to missing retainer. Pump was returned for power error. The power management tool confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Insulin pump was received with cracked keypad overlay at select button. Insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. No additional troubleshooting performed and alarm was not resolved. The insulin pump was returned for analysis.